Manufacturer narrative:
(B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the MFR. Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of customer's mw which states "j-loop came disconnected from IV hub. Blood coming from IV hub. Stat lock remains holding hub in place". No patient harm or medical intervention was reported. No further patient/event info was provided.